Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t9ey, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a sudden loss or change of therapy following a fall in (B)(6) 2015. The patient had leakage in (B)(6) 2015. An x-ray showed the device components looked fine. An oral steroid medication was taken the day prior and her symptoms seemed worse. Troubleshooting, actions, and patient outcome remain unknown. Follow up is being conducted to obtain information. The patient had not used her stimulation in 6 months as her interstitial cystitis was in remission. The patient was indicated for gastrointestinal.

Manufacturer narrative:
Product ID 3889-28, lot# va0t9ey, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID 3889-28, lot# va0t9ey, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who reported a revision; they found out in july 2019 that the "lead is dead and the ins is dead and the ins is dead and everything had to be replaced". No further patient complications have been reported as a result of this event.